Event description:
It was reported that during an anterior cruciate ligament surgery the screw broke in half when the surgeon tried to fixate the ligament. The broken pieces were retrieved out of the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-4030c-09 batch 15343130 was received for evaluation. Visual inspection found that the bio screw was broken in half. The evaluation of the returned pieces noted that the threads were warped and deformed. Dents on the threads were also noted, a possible indication of misalignment of the insertion or contact with an instrument during the insertion. Functional testing was not performed as the device was received broken/damaged. The method of bone preparation employed during the procedure and the bone quality encountered were not provided. The most likely cause of the reported failure is user error, specifically failing to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.